Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the damage was identified after reprocessing. The instruments are inspected throughout central processing. There was no damage reported prior to instrument use. There was no wire exposure reported and the cable was intact. There was no reported loss of cautery, signs of thermal damage at site of insulation damage, instrument collision, inspection of the instrument after use, or fallen fragments. There was no report of whether the customer swapped to a backup or continued the procedure with the same instrument. There are no photographic images of the device or videos recordings of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a break in the fenestrated bipolar forceps' cable insulation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have conductor wire insulation damage. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to not be exposed. The fenestrated bipolar forceps passed the electrical continuity test in all 3 attempts. There were no signs of thermal damage. The root cause of this failure is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: the fenestrated bipolar forceps had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer found that the fenestrated bipolar forceps instrument had breakage on the cable insulation. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.